Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, the jaws of the device did not open properly. The device was replaced by another ligasure. There was no patient injury.